Manufacturer narrative:
Na

Event description:
It was reported that the ventilator reboots continuously. It is unk if the ventilator alarmed when the reported problem occurred. The reported problem was found during testing the ventilator.